Manufacturer narrative:
The facility has not shared any further details at this time. When an investigation can be completed a follow-up report will be sent. Device not available for evaluation.

Event description:
An alltech employee heard through a facility employee that there was a incident of a patient falling. The facility would not confirm the event happened and no additional details were provided.